Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) spain alleging the patient's one touch verio 2 meter read inaccurately high compared to another device. The complaint was classified based on the customer service representatives (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016, 7pm. On (B)(6) 2016, time unknown, the patient obtained a blood glucose result of "389 mg/dl" on the subject meter and "245mg/dl" on another device (verio iq), performed within 30 minutes of each other. The patient manages his diabetes with insulin (no adjustments) and reported taking 5 units of fast acting insulin as a result of the high readings. The reporter denied that the patient developed any symptoms and no medical intervention was required. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. In addition the csr reported that the patient carried out the correct testing steps to obtain a blood glucose reading, the test strips were stored correctly within their expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to carry out a test. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The vial was found to have been exposed to moisture. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.